Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: seroma-late.

Event description:
Patient's lawyer reported "that has patient who performed placement of allergan implants, lawyer mentions that patient have implants that are part of the recall." Patient's lawyer later informs "that recently the patient has been suffering from severe pain and swelling in the breast." It developed a late seroma requiring an exchange of breast implants with capsulectomy, requiring an anatomopathological study of the capsule.¿ (as reported)" this is for the left side. The device remains implanted.